Event description:
Related manufacturer reference number: 2017865-2024-33238 it was reported the patient presented for implant procedure. During surgery, the leadless pacemaker was unable to redock with the delivery catheter inside the patient. The tethers began to stretch on the deliver catheter until it separated from the leadless pacemaker. The leadless pacemaker was retrieved and it was discovered part of the helix had detached inside the patient. The implant attempt was abandoned. The patient was in stable condition.

Manufacturer narrative:
The reported events of docking issue, tether break, and premature separation was confirmed. As received, a catheter was returned in one piece without a device attached. Visual inspection found the catheter sheath was bent in multiple areas. Both tethers protruding out of the distal cap were bent/damaged. X-ray analysis found the tethers in the transition zone to be buckled/broken. Dimensional analysis was performed and found all measurements that were able to be taken met device specification. The reported event was isolated to the broken/buckled tether in the transition zone and the bent tethers at the distal region.